Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on next day with wrinkles in right eye. The topical steroid dosage was increased. A flap lift and rinse was done. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities and resolved by (B)(6) 2016. Bcva from (B)(6) 2016: right eye pre-op 20/20 .00 x -2.75 x 177, left eye pre-op 20/20 .25 x -2.75 x 11. Bcva from (B)(6) 2016: right eye post-op 20/20 .75 x -.75 x 134, left eye post-op 20/20 .75 x -.25 x 105.